Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The infusion device displayed a cartridge error message and the device was unavailable for use on (B)(6) 2023. The piston rod of the infusion device appeared to be loose. The patient believes it was approximately 24 hours between the error message and when the paramedics were contacted. The blood glucose level was above 1,000 mg/dl at the hospital. The patient was treated with insulin and infusions. The patient was currently still in the hospital.

Manufacturer narrative:
Correction - the catalog and unique identifier numbers were updated in section d4 based on the returned product.

Manufacturer narrative:
Correction: the investigation conclusion h6 code was updated.